Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited undersensing on the ventricular channel. The device was ventricular pacing at max tracking rate. Technical services (ts) recommended to have the patient seen in clinic and change sensitivity options. This device remains in service. No adverse patient effects were reported.